Manufacturer narrative:
The malfunctioning device was returned to vygon us, and was forwarded to vygon sa for device evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA via a follow-up MDR within thirty days of its conclusion.

Event description:
A bionector was connected to a central line. The nurse was removing carefusion pump tubing with two smartsite ports on the line in order to switch to a different IV site. The membrane stayed open. Blood came up the line and air went into the patient. The nurse then pulled back air, flushed the line and the membrane returned to a closed position. There was no adverse outcome at the time of the report.